Manufacturer narrative:
Internal file number: (B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of mitral valve injury (tissue damage) and mitral regurgitation (mr) as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. Based on the information reviewed, tissue damage appears to be due to procedural circumstances and mr is a symptom/cascading effect. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip was explanted and will not be returned. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report tissue damage. It was reported that this was a mitraclip procedure performed to treat grade 4 functional mitral regurgitation (mr). The first clip was implanted, successfully reducing mr to grade 2. To further reduce mr a second clip was advanced. Grasping was performed without issue; however, a flail from a laceration occurred on the a3 scallop and mr increased to grade 4. The clip was repositioned and was implanted; reducing mr to 3. A third clip was advanced to try to further reduce mr, but after the leaflets were grasped, mr returned to grade 4 due to the tissue damage from the second clip. The third clip was not implanted, as mr did not reduce below grade 4. The patient experienced hypotension and was stabilized with an intra-aortic balloon pump. Mitral valve replacement was performed. Post-surgical intervention, the patient remained stable. No additional information was provided.